Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye on (B)(4) 2010. Surgery is pending to explant lens due to low vault. A supplemental will be submitted when further info is available.